Manufacturer narrative:
Additional information: phone number: (B)(6). Additional information: fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: induration and pain.

Event description:
Healthcare professional reported left side "induration and pain." Healthcare professional later reported "capsular contracture" baker grade ii and "silicone-induced granuloma" via MRI. Device remains implanted.